Manufacturer narrative:
The review of the data showed that the initial sample has a high CT value (CT=36.4) and low amplification indicating that it is a low titer sample. Furthermore, low titer samples can generate wavering results on repeat testing, especially when they are tested on different assays with different sensitivities. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged false positive sars-cov-2 results generated on one patient sample with the cobas® sars-cov-2 and influenza a/b nucleic acid test lot 10413x for use on the cobas® liat® system, the initial test generated sars-cov-2 positive, flu positive, flu b positive. The doctor questioned the result and a new sample was then repeated with both the cobas® liat® and the genexpert cepheid and the results were negative for all the 3 targets. No harm is alleged. Moreover, the results were reported to the patient and or/ medical personnel treating the patient. An investigation was conducted to evaluate the customer¿s allegation.